Manufacturer narrative:
According to the customer, she "applied the bandage, and after 3-4 hours, skin was burning. Skin was inflamed and blistered." Per the customer, she was using hydrocortisone cream and was prescribed a steroid cream by her doctor. Patient is doing well now. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she "applied the bandage, and after 3-4 hours, skin was burning. Skin was inflamed and blistered." Per the customer, she was using hydrocortisone cream and was prescribed a steroid cream by her doctor. Patient is doing well now.